Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer contacted philips requesting unspecified service for their device. There was no reported patient involvement/adverse patient impact.

Event description:
A customer contacted philips requesting unspecified service for their device. There was no reported patient involvement/adverse patient impact. One processor pca was returned for failure analysis. The reported problem was verified during testing. The solder contact pins common to connector j16 had lifted off of the solder lands due to a cold solder and/or physical stressing of the solder joints during the use of the device.